Event description:
It was reported that during an angioplasty procedure in the heavily calcified anterior tibial artery, during first inflation the armada balloon did not hold pressure below nominal and contrast leaked from the hub. The balloon dilatation catheter (bdc) was removed without difficulty and it was observed that the purple part shaft had detached from the hub, but remained on the orange part of the shaft which was still attached to the hub. No resistance was reportedly felt during advancement or removal of the bdc. There was no adverse patient effect or clinically significant delay in procedure or therapy. The physician is reportedly an experienced user of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed the length of the balloon was loosely folded and wrinkled and was rolled over the tip. The outer member of the balloon catheter had pulled out of the strain relief tubing. The inner member was intact in the hub. The inner member was kinked at the distal end of the strain relief tubing. The shaft was not separated as reported; therefore it is likely that the noted outer member pulling out of the strain relief tubing is what was perceived by the reporter as the shaft separating. An attempt was made to pressurize the balloon catheter with the returned syringe when fluid leaked the hub where the outer member had pulled out of the strain relief tubing. In this case, there was no damage noted to the catheter during the inspection prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the hub, strain relief tubing and outer member were inadvertently handled during preparation or advancement in the anatomy; however this could not be confirmed and a conclusive cause could not be determined. Additionally, the balloon rolled over the tip is consistent with resistance during retraction of the catheter. Based on the visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.